Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue or/and user's test strips had a poor storage. Manufacturer contacted customer with follow up phone calls to ensure the new product replacement resolved the initial concern and whether customer is not longer experiencing the mild thirst; customer expressed feels well, did not seek medical attention; customer is satisfied with the new product blood glucose reading.

Event description:
Customer complains of hi results (more than 600mg/dl).customer states that feels well and requires no medical attention. The customer's expected blood result is 160-200mg/dl fasting. Verified the strips expire 9/17/2018. Customer confirms the strips have been stored in the kitchen and were first opened on (B)(6) 2016. The customer called and stated that she tested herself three times and received a result of "hi" all three times consecutively (fasting). Customer stated did not feel symptomatic other than mild thirst. Customer declined recalling results in the meter's memory.